Event description:
The event involves a customer allegation against a device that alarms n56 (replace battery). Testing confirmed that a replace battery alarm (n56) occurred. The history showed the error occurred three times due to the battery not being charged. The battery was charged and reset showing sufficient vdc. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.